Event description:
After a successful dilatation procedure, the catheter couldn't be removed through a 6fr sheath. The catheter & sheath were removed as a single unit with no pt injury or further complications.